Event description:
The customer reported the unit alarmed with a watch dog timer failure. The customer reported that the unit was not in use on pt. The biomed engineer reported that he replaced the cpu board to address the reported problem. The unit is now back in service.